Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that reservoir had air bubbles. Customer¿s blood glucose level was 176 mg/dl at the time of incident. Approximate size of air bubbles was bigger. Customer was advised to change complete set. Customer stated that no leaks only air bubbles in the reservoir. The reservoir will not be returned for analysis.